Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent stress urinary incontinence and bladder inflammation. An aris mesh removal, an additional aris mesh implant and a cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.